Manufacturer narrative:
A ge representative evaluated the system and determined the single board computer and power cord needed to be replaced. Parts have been placed on order. A complete evaluation will be done upon receipt and installation of parts.

Event description:
It was reported the system power cord insulation is cut at the point, the cord enters the system, system will intermittently product no x-rays, and intermittently the vertical lift will not work. No patient or staff injury was reported.